Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08705 inches. No over delivery anomaly noted during testing. Device was monitored and no unexpected audio alarms, pump error alarms, or vibrate alerts occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020. Blood glucose reading was 26 mg/dl. Customer was treated with food, glucose tablets, glucagon, juice and crackers. Customer woke up with emergency medical treatments around her, she went to bed with blood glucose 198 mg/dl and she taken a bolus. Customer also reported that the insulin pump had beep anomaly. Customer was not using auto mode. Customer did believe insulin pump was over-delivering. Customer could not determine why it was beeping and it occurred a few times over a couple of hours. Her audio was on vibrate and it would beep every 15 to 20 minutes. Frequency of beep anomaly was every 15 to 20 minutes. Customer was able to complete carelink upload. Troubleshooting was performed for low blood glucose. The insulin pump and reservoir will not be returned for analysis.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020 at 11.30 pm.

Manufacturer narrative:
The information related to date of hospitalization provided with initial report was incorrect. The correct information has been provided in this report. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.